Manufacturer narrative:
Two (2) used item #011-h2501 were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. Each of the sample was tested and primed as per procedure and a leaks coming from a tear on the tubes were confirmed. No additional leaks were observed. Complaint can be confirmed based on the leaks observed. The probable cause was due to tear observed on the sample is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a ext set, pur clear/yellow smallbore quadfuse with 5 nanoclave¿ that occurred on an unspecified date. It was reported that a leak was detected at the soldering point that connects the 4 channels into one in the new infusion circuits. It occurred on two separate occasions, it was additionally reported the patient was connected to the device at the time of the events, the event occurred one hour after the device was connected to the patient. The patients condition was stable, the patient was not harmed, no adverse events since the incident was noticed very quickly , no blood loss and there was no exposure to a cytotoxic substances for the patient nor for the healthcare staff. There was no delay in therapy since the reflux has been spotted very quickly and that the therapy was successful , the circuit has been changed immediately. Medication used was numetzah and no physical defects were observed on the device before the incident, even during the sterile circuit preparation , which involved priming of the entire circuit. This is the second of two events.